Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough ns hc. Guide catheter: hyperion. Evaluation summary: the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported material deformation, device damaged by another and stent dislodgement were able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left main coronary artery that was mildly tortuous, heavily calcified and 90% stenosed. After pre-dilating the lesion with a non-abbott balloon catheter, the xience alpine (xa) 4.0 x 8 mm stent delivery system (sds) was advanced, however, got stuck with a previously deployed stent in the proximal left anterior descending coronary artery. When the xience alpine was being pulled back, the stent implant dislodged. An additional guide wire was advanced in the lesion using the buddy wire technique, and a non-abbott balloon catheter was advanced distally and inflated to withdraw the xa stent, however the stent became deformed and could not be removed. A snare device was advanced over the second guide wire, however the snare got caught with the first guide wire inside the dislodged stent. Finally, a snare device was able to snare the dislodged stent and successfully retrieve it into the sheath that was at the puncture site. The procedure was completed with a 4.0 x 12 mm xience alpine stent being deployed. There were no adverse patient effects reported. Additional time was required to retrieve the dislodged stent however it did not cause any serious impact to the patient. No additional information was provided.